Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side revision surgery due to device rupture. The device has been explanted.

Event description:
Healthcare professional reported right side revision surgery due to device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening additional observations: wear abrasion observed on the device. Crease fold observed on the device. Stress mark observed on the device. No further actions are required as the device was implanted.